Manufacturer narrative:
Integra has completed their internal investigation on 11 nov 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: engineering and repairs were not able to confirm the customer complaint. Both upper and lower handle assemblies did not have any looseness in their locking and tightening mechanism. On the contrary, both handles were really hard to close and their corresponding halves were hard to rotate on their axis producing ratcheting sounds when spun. Also, the unit was subjected to the 50lb. Load test to check its holding attribute; and it passed. There were high signs of wear and tear throughout the part. This unit was manufactured during the second quarter of 2010 in the following work orders: they all passed the 1101 inspection checklist 100% quantity. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. A two year lookback in (B)(6) for this reported failure and or related to "wearing down of teeth or worn teeth " for this product ID shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: engineering and repairs were not able to confirm the customer complaint since the unit was tight and function normally. There were lots of wear signs on the surface of the unit. Also, the unit seemed as though has been over tightened so that it could perform normally and that indirectly affected the handle's rotational properties.

Event description:
The a2009 ultra 360 patient positioning system was found to have a wearing down of the teeth. The incident took place on (B)(6) 2016 and was found by the distributor's engineer. The indicated symptom has been found when it was assembled (locked) but slipped slightly along the move / the way (direction) weight loaded. The engineer suspected the tooth part inside of connecting part was wearing down. This could lead to a loose in tightening the adaptor connection. The device was in contact with a patient and the patient was prepped for surgery. There was no injury, no revision or medical intervention required and the event did not delay the surgery.